Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On 12/18/15 & 12/22/15 medical records received. The medical records and claim were reviewed for MDR reportability. The claim reported the patient with severe pain, inflammation, tissue and bone loss, metallosis, increased metal ions, abductor necrosis, dislocation and revision surgeries on (B)(6) 2014, (B)(6) 2014 and (B)(6) 2015. The medical records reported dislocation, disassociated constrained liner, the greater trochanter void of muscle tissue, virtually no attachment of hip adductor muscles, necrotic tissue, and the bone around the acetabular cup extremely necrotic with poor quality and that kept it from being revised. There were no lab results for the alleged metal ions and no report of bone loss. The complaint was updated on: jan 8, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation also alleges instability. Complaint updated on oct 23, 2017.

Manufacturer narrative:
Product complaint : (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges squishing noise, throbbing pain and difficulty in going up and down the stairs. After review of the medical records for the MDR reportability, patient was revised to address dislocation, abductor necrosis , bone necrosis and metallosis. Operative findings reported of discolored looking tissue at the base of the head which appeared to be necrotic. Clinical noretes reported that liner was disassociated and hip dislocated when he was bending down.